Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 for a regular follow up. Upon interrogation, it was noted that the patient's right ventricular lead was experiencing high capture thresholds. A chest x-ray revealed that lead placement was unchanged from implant, and led the physician to suspect micro-dislodgement was the issue. It was also noted that the device was only left ventricular pacing as opposed to biventricular pacing. Programming changes were made on 5 apr 2021 which restored biventricular pacing. The patient's condition remained stable throughout.